Event description:
It was reported by service report that the right spindle weld was broken exposing sharp edges and the side rail would not lock in the upright position. No patient involvement or adverse consequences are reported.